Manufacturer narrative:
The investigation found no abnormalities in the batch record, visual inspection, or functional testing of archive samples (patency, clinical simulation, and fragmentation). All tested units met acceptance criteria. The in-process control system, which includes needle patency verification, was confirmed capable of detecting non-conforming products. The issue could not be confirmed, and without the customer's sample the root cause could not be determined. Based on the risk assessment, the residual risk is considered acceptable, and no related trends were identified in track-and-trend analysis.

Event description:
Customer reported:"on 10/09/2025 (B)(6) discovered on the FDA maude database a voluntary report filed under mw5176404. Per the report "patient presented for an influenza vaccine. Needle (B)(6) safety needle 25g 1) was correctly placed onto influenza vaccine syringe, maintaining sterile technique. Patient's skin was prepped with isopropyl alcohol swab. Needle (attached to influenza vaccine syringe) was inserted into patient's skin, but plunger would not move. Needle (attached to influenza vaccine syringe) was then withdrawn, and needle was replaced with a new needle. (B)(6) safety needle 25g) maintaining sterile technique. Patient's skin was again prepped with isopropyl alcohol swab. After that, new needle (attached to influenza vaccine syringe) was inserted into patient's skin, and plunger of syringe worked as intended. Influenza vaccine was then successfully administered to patient. Patient tolerated procedure well". The patient was a 15 year old, sex of patient unknown, patient ethnicity is non hispanic, and patient race is white. The end user of this product is unknown and reason it is not populated on this event report, we documented this under (B)(6) instead."